Event description:
It was reported while using bd needle sftygld 25x5/8 rb the needle pulled out of the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: the sharp part of a needle coming free from the hub during an injection.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd needle sftygld 25x5/8 rb the needle pulled out of the hub during use. There was no report of patient impact. The following information was provided by the initial reporter: the sharp part of a needle coming free from the hub during an injection.